Event description:
On (B)(6) 2012 the patient contacted animas to report that for six months she had obtained erratic blood glucose readings, ranging from 40 mg/dl to 400 mg/dl. During this time period, the patient experienced the symptoms of fatigue, no energy, sleepiness and dizziness. The patient noted she experiences confusion, and was not certain if the pump's date/time setting was correct. The patient had contacted her hcp for advice, and was advised to us a temp basal instead of a permanent basal setting. No information was provided about the pump, as the patient refused to troubleshoot it. The patient's technique may have been incorrect by not setting the pump with the correct date and time. However, as the patient suffered blood glucose levels and symptoms suggesting severe injury while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose history appears to be inaccurate due to time and date changes. A manual time and date change was made by the user on (B)(6) 2012 11:33 am to (B)(6) 2012 11:33 am. The pump was exercised for 29 hours with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.